Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the tip of the ht command 18 guide wire was noted to be peeling. The procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire. The reported peeling was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. To ensure this type of polymer damage is not the result of a manufacturing quality issue, all products are 100% visually inspected for damage. Additionally, a sampling of units is destructively tested to verify proper guide wire profiles. Therefore, it is likely that no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported peeling appears to be related to operational circumstances of the procedure. Based on the return analysis, it is likely that the guide wire interacted with the anatomical and/or other devices used during the procedure resulting in the reported/noted polymer damages ultimately causing the polymer to peel, stretch and folding backwards during retraction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.